Event description:
Event description guidant received information that this implantable lead did not provide capture in the ventricle. During the procedure to replace the lead, the lead was observed to be in an appropriate position in the ventricle. The lead was successfully replaced and returned for analysis.